Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. A 67-year-old male was emergently treated for a thoracic aortic dissection type b complicated by malperfusion with an unknown zta. Pre-procedure visit: proximal and distal neck with partial thrombus and moderate tortuosity. Primary tear was in zone 3: first 2cm distal to left subclavian artery. The stent graft was implanted from zone 2 to zone 5. 1 month CT (computer tomography) follow-up revealed a thrombus, no device issue was reported. 6-month and 12-month, 2-year, 3-year CT follow-ups revealed a thrombus, thoracic false lumen was not present, abdominal false lumen was partially thrombosed, source of false lumen flow was a primary tear, entry flow type: type ia ¿ proximal, type ib ¿ distal, type ii - originating from accessory vessels. The patient was taking aspirin at the 1-month follow-up visit, and antiplatelet medication (other than aspirin) at all other follow-ups to present. Additionally, stent infection was revealed on 3-year follow-up, which was treated with antibiotics (handled in related complaint). This event was reported not to occur due to a device deficiency. The patient underwent supra coronary arch replacement and elephant trunk due to a type 1a endoleak 269 post procedure. No information regarding treatment of a type 1b or type 2 endoleak was provided. This complaint addresses a type 1a endoleak. A type 1b and type 2 endoleak are handled in the related complaints. No imaging was provided for the investigation. Based on the provided information it was not possible to determine the exact cause of the type 1a endoleak. It is likely that the event occurred as a combination between the fragile state of the patient who had an dissection and the off-label use of the zta device being used for treatment of dissection. The IFU (instructions for use) states that the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient populations with dissections. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09sep2024: source of abdominal false lumen flow was from the primary tear, unknown entry flow type. Type 1a and 1b endoleak were treated with aortic arch replacement and elephant trunc on (B)(6) 2022.

Manufacturer narrative:
Manufacturers ref# (B)(4). Due to additional information received 25apr2025 the investigation has been updated to the following: during a post market clinical follow-up (pmcf) study cook became aware of this event. A 67-year-old male was emergently treated for a thoracic aortic dissection type b complicated by malperfusion with an unknown zta. Pre-procedure visit: proximal and distal neck with partial thrombus and moderate tortuosity. Primary tear was in zone 3: first 2cm distal to left subclavian artery. The stent graft was implanted from zone 2 to zone 5. Procedure, 1-month, 6-months,12-months, 2-years, 3-years imaging: partially thrombosed abdominal false lumen now indicates source of flow is from primary tear, entry flow type unknown (thoracic false lumen not present). 3-years device assessment form now says no device issues. The patient was taking aspirin at the 1-month follow-up visit, and antiplatelet medication (other than aspirin) at all other follow-ups to present. Additionally, stent infection was revealed on 3-year follow-up, which was treated with antibiotics (handled in related complaint). This event was reported not to occur due to a device deficiency. The patient underwent supra coronary arch replacement and elephant trunk due to a type 1a endoleak 269 post procedure. This complaint addresses abdominal false lumen flow from primary tear, entry flow type unknown. No imaging was provided for the investigation. Based on the provided information it is assumed that the reported abdominal false lumen flow from primary tear with unknown type flow is 1a type flow, since the patient underwent supra coronary arch replacement and elephant trunk reported due to a type 1a endoleak. It was not possible to determine the exact cause of the type 1a flow. It is likely that the event occurred as a combination between the fragile state of the patient who had an dissection and the off-label use of the zta device being used for treatment of dissection. The IFU (instructions for use) states that the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient populations with dissections. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25apr2025: procedure, 1-mo, 6-mo,12-mo, 2-yr, 3-yr imaging: partially thrombosed abdominal false lumen now indicates source of flow is from primary tear, entry flow type unknown (thoracic false lumen not present). 3-yr device assessment form now says no device issues.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress : this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22nov2024: - the indication for secondary intervention (si) page now shows the indication for si as only the type 1a proximal endoleak (previously also showed type 1b distal and type 2). Surgeons treated a post tevar, type b dissection with 1a endoleak with arch replacement and elephant trunc.¿

Event description:
Description of event according to study: synopsis: reported type 1a: and 1b endoleaks managed with secondary intervention; on an as yet unknown day in 2021, the patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of the above zta device and a non-cook stent. Procedure imaging shows the thoracic false lumen as not present and the abdominal false lumen as partially thrombosed without indicating source of flow. 1-month follow-up imaging on (B)(6) 2021 reveals the same false lumen information. An adverse event (ae) was entered for the same date as the 1-month visit ( (B)(6) 2021) for type 1a endoleak. The ae notes also indicate type 1b and type 2 endoleaks. Treatment is noted as a secondary intervention¿aortic arch replacement and elephant trunk procedure¿which was performed on (B)(6) 2022. The 6-month follow-up imaging revealed the same false lumen flow and thrombus, as well as types 1a, 1b, and 2 endoleaks. 12-month and 2-year follow-up imaging showed no endoleak (post-si) and the same false lumen flow and thrombus information. The 3-year follow-up imaging showed the same false lumen flow and thrombus information as well as a type 2 endoleak and device issue¿¿stent infection and endoleak.¿ no ae has yet been entered for this device issue. The patient was taking aspirin at the 1-month follow-up visit, and antiplatelet medication (other than aspirin) at all other follow-ups to present. Patient outcome: ae for type 1a, 1b, and 2 endoleaks was resolved with secondary intervention.

Manufacturer narrative:
Manufacturer ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.